Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation of the reported issue revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. During navigation, the trajectory of l4-r became more caudal when returning to the trajectory. The active trajectory of a level changing position is caused by an issue with navigation integrity. Navigation integrity issues can cause the misplacement of screws. Additionally, the complaint stated that the patient moved during the case. Patient movement can change the patient's anatomy with respect to the drb, causing navigation integrity issues. In single position lateral cases, the screw can miss laterally if the patient rolls forward. The cause of the reported issue was traced to user technique.

Event description:
This case was a pre-op CT workflow for an mis approach for posterior fixation to an l4-5 spl (ant. To psoas). Patient was positioned left side up and secured by tape on table while csr and rep were not in the room. Upon entering the room patient positioning was quickly and visually checked for appropriate distance from the edge of the table in order to be able to reach trajectory with end effector for right side screws. Plan was reviewed and confirmed with dr. (B)(6) prior to case. At approximately 11:45 or time out was done. The patient array was inserted in the left psis and surveillance marker was placed adjacent on separate pin. Due to the patient's thick layer of adipose tissue the longest surveillance pin was not long enough to be effectively seen by camera for verification as it was blocked by the patient array ((drb). The c-arm was brought to the table for an ap set up (image intensifier on posterior side) and imaging for merge process was performed and verified. Due to the c-arm being set for "reverse" by radiology tech an initial merge was done displaying a flipped image and then another merge done with the ap icon selected on the excelsiusgps monitor. At 12:05pm the first trajectory of l4 right was selected and navigated. Yellow boarders were seen and end effector was stopped prior to the patient's skin and not able to reach green boarder trajectories. After the incision was made the robot arm was moved away for further expansion of incision. Upon returning to the l4 trajectory it was noted that it was settling on a point caudally to where initial incision was made. When all trajectories were marked out on the patient's skin and checked for accuracy with varification probe, we determined that the point of initial incision was indeed too superior (at l2 or l3 level). Because this was mostly facial incisions and no drilling had been taken place the correct levels were checked again and the normal surgical procedure continued at approx. 12:15 using the robot. During the rest of the case, particularly when performing disc prep of l4-5, dr. (B)(6) noted that the patient had rolled forward some and needed to have table airplaned to assist in getting a more manageable angle with his instrumentation. C-arm was brought in after the implantation of cage and rods where it was noted that l4 left was positioned laterally compared to initial plan. A decision to leave the screws in this position with a plan for follow up with patient and possibly post-op imaging to determine if any additional course of action would be needed.